Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that on (B)(6) 2012 around 8am, she had suffered a hypoglycemic episode. Patient's neighbor came in to check on her and found her unconscious. Patient's neighbor called paramedics. Paramedics measured patient's bg at 20 mg/dl, treated patient with an IV and waited on patient until her condition stabilized. At the time of her call to dexcom technical support, patient was feeling well.